Manufacturer narrative:
A second device was received for evaluation. During visual inspection, a separation was observed between the dark blue female connector and the light blue main body. The device underwent functional leak testing, clear passage and clamp functioning testing and the set performed according to product specifications. No leak was observed. Therefore, there was no risk to the patient as the separation of the transfer set did not result in a breach in the sterile pathway. The separation was verified. The cause of the condition was due to inadequate solvent bond between the female connector, insert chip, and main body during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation a separation was observed a separation of the dark blue female connector and the light blue main body. The set was returned as an intact companion sample. However; upon receipt of the device the separation was observed. There was no patient involvement. No additional information is available.